Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The product was not returned. The logs were reviewed and optical metrics were steady. The trending placement signal is indicative of a patient condition interaction with the sensor. The cause of the issue was most likely patient condition related.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump triggered a placement signal failure during use. However, the pump remained in use for support. No harm or injury was reported.